Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that due to flow was cutting to 0lpm anytime the cord was touched, or cart moved, a hot swap was performed without incident. This was on a rental console and motor. Related centrimag motor is reported under MFR# 3003306248-2023-05063.

Manufacturer narrative:
Section d7a: correction: no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the flow intermittently dropping to zero was confirmed during analysis of the returned products; however, the root cause of the issue was not determined to be related to the centrimag console (serial number: (B)(6) ). The returned centrimag motor was tested alongside the returned centrimag console. During testing, the reported event was reproduced, and the motor speed would fluctuate when the motor cable was manipulated. The issue was isolated to the motor itself; further testing and evaluation of the downloaded log file has been provided under the investigation of the motor (see manufacturer report number 3003306248-2023-05063). When tested alongside known working test equipment, the returned centrimag console was able to perform as intended. The console underwent a full functional checkout and was returned to the rental pool after passing all tests. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6)) and the console was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including m4, m5, and f3 alarms. No further information was provided. The manufacturer is closing the file on this event.